Event description:
Home patient (hp) contacted baxter's technical service center for assistance during apd therapy. The hp was having difficulty priming the homechoice cassette. At the time of this report, it was noted that the family member of the hp had respiked previously used solution bags. Reportedly, the hp was advised to end therapy at that time and contact their rn. Follow up with the rn indicated rn was unaware of the reported incident. However, the patient was hospitalized 5 days for peritonitis. The hp was discharged from the hospital on the following ip medication: ceftazidime 125mg/l and cefazolin 125mg/l for 10 days. The rn was unable to determine the cause of the reported peritonitis, as the hp reported difficulty draining and intermittent cloudy effluent. Patient has recovered per rn.